Event description:
Pt had a laparoscopic robotic assisted hysterectomy. During the procedure, the intuitive harmonic curved shears broke apart inside the pt. The physician was able to go after and retrieve the top curved part of shears.